Manufacturer narrative:
(B)(4). The field service representative (fsr) tested operation of roller pump and no display flickering was noted. The unit was returned to manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump's display was flickering. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the pump was being used for suction and the pump continued to function for the procedure. The display flickered and the actual flow rate was not able to be interpreted. Pump speed could be changed and there was no actual functional issue with pumping capacity, but flow rates were not able to be observed clearly. The case was completed successfully, and the pump was used to complete the case. Nothing was changed out during the procedure. There was no delay in the surgical procedure and no associated blood loss. There was no harm observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) powered on the pump and started the rotation of the pump guts. No flickering of the display was noted over eight hours of operation.the pst removed the pump from housing and restarted rotations. The pst tapped the central processing unit (cpu) board stack, which caused the pump display to reset and repeat the pumps startup test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.